Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found that the top and bottom cases were damaged and the right plunger case is cracked. A review of the event history log found flange errors. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be that the opto-coupler and ear clip had contamination. The ear clip and opto-coupler were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was a syringe flange sensor error. There was no issue related to physical damage/mishandled abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.